Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. It was noted that the distal conductor had blood/body fluid (not obstructed). There was blood in/on the helix/lobe mechanism and the mechanism (sleeve head). A tip seal observation was noted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that helix did not deploy after the third repositioning of the right ventricular lead during the attempted implant. The lead was removed and replaced by a new lead. No patient complications were reported as a result of this event.